Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2010; 407645, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that a blood infection occurred and the organism was identified as strep. The patient received antibiotics via a PICC line. The patient further noted tests revealed the infection was on the leads. The implantable pulse generator (ipg) system was explanted and a new system was implanted on the opposite side. The patient noted he has a history of infections. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.